Event description:
Information received indicates, the head hi/low cylinder is drifting.

Manufacturer narrative:
The tech found a broken gasket on the emergency trend valve. The tech replaced the trend valve to repair the bed.